Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that his pain had gotten intense for the past week and a half prior to the report. The pain was radiating down his leg, lower back, and upper back and mostly on the left side of his body. It was noted that the implantable neurostimulator (ins) was fully charged and the patient could feel the stimulation but his pain was not decreasing. The implant battery was new, the patient never experienced this level of pain before, he tried to make adjustments to the stim but this did not resolve the issue. The patient thought the issue was with the stimulator. An appointment was scheduled for (B)(6) 2016 and planned to go to urgent care on an earlier date due to the pain. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.